Manufacturer narrative:
The manufacturer received information in relation to a dreamstation CPAP pro unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleging the power connector of the unit is corroded. There was no report of patient harm or injury. The device was returned to third party service center. During the evaluation, the device was visually inspected and found corrosion on metallic surfaces, dust/dirt inside the device. The power connector of the unit is corroded, and the unit cannot be powered on in order to collect the error log/machine hours/error code numbers/software version. The device was scrapped.

Manufacturer narrative:
H3 other text: device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported this device under recall z-1974-2021. After further review, the manufacturer concluded the reported device is not under recall. Section b5 - describe an event or problem that should be reported as: the manufacturer received information regarding a dreamstation CPAP pro. The device was returned to a third party service center. During visual inspection of the device, corrosion was found on the power connector. In addition, the inspection found corrosion was on metallic surfaces and dust/dirt were also observed inside the device. This report is being submitted for the corrosion found on the power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The device was scrapped. Section h6, component code and medical device problem code has been corrected in this report. Section h7-remedial action and h9-recall(z) number would not be applicable, which has been corrected in this report.